Event description:
This is a spontaneous consumer report from (B)(6) of break in aseptic technique, fever, and peritonitis in a patient coincident with dianeal pd2, unknown bag, therapy. On an unreported date, the patient began treatment with dianeal pd2, unknown bag, therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced a break in aseptic technique described as the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis due to a break in aseptic technique manifested by a fever, abdominal pain, and cloudy effluent described as straw like and hazy. On the same day, the patient was hospitalized. At the time of this report, the patient was still hospitalized. It was not reported whether remedial therapy was rendered, if the patient was retrained in proper aseptic technique, if the events of fever or peritonitis resolved, or whether dianeal pd2 therapy was ongoing. Concomitant medications were not reported. The consumer did not provide an assessment of causality for the events of break in aseptic technique, fever, or peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause was determined to be use error.